Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error, and was unable to start a cgm session. During troubleshooting with tandem technical support the error was cleared, and the customer successfully started a cgm session. There was no reported adverse impact to the customer.